Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by patient's daughter that last saturday patient had been suddenly become completely incontinent and they called healthcare professional (hcp) who directed them to increase the setting which they did. Caller said that on monday patient said that the stimulation was feeling too strong however setting wasn't decreased by patient or staff at group home. Patient reported being diagnosed with a uti. No further complications were reported or anticipated.